Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Sales rep reported, revision due to pain and elevated ion levels. Cobalt level of 7. Head, liner and a couple of screws were sent with the patient. Stem was retained. Corrision inside head. Patient requested medication due to pain. Cup was stable. One screw broke during revision.